Manufacturer narrative:
Continuation of d10: product ID #: bi71000529. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the imaging system on their first spin. Somehow when removing the system from around the patient the e-stop was pressed. They attempted to press the reset button, said the system was frozen and wouldn¿t move. They rebooted and still had the same issue. With the reset button and break button not working. Overall it sounds like user error, but with no photos or such, the manufacturer representative advised them to put it in manual and push it out of the room. This occurred intraoperatively, and there was a delay of less than one hour. There was no reported impact to patient outcome. Additional information was received. The site called the manufacturer representative to walk through troubleshooting. The manufacturer representative had to reexplain to not press the break button again after pressing the reset button. At some point, the site rebooted the system, but apparently the pendant did not reconnect to the system, and looked like it was frozen. To get the system out of the surgeons way, the manufacturer representative had the site put the system into manual mode and walk it out of the room. Later, the site called the manufacturer representative back and stated that the key was turned off and on again, causing the pendant to reconnect to the system.